Manufacturer narrative:
(B)(4). Concomitant medical products: stent: 3.0x8mm xience prime, aspirin, clopidogrel. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prime is filed under MFR report # 2024168-2016-01372.

Event description:
It was reported that on (B)(6) 2013, a 3.0x8mm xience prime stent was successfully implanted in the ramus coronary artery and the patient was discharged home the following day. On (B)(6) 2014, a follow-up coronary angiogram was performed, displaying stenosis in the proximal 3.0x8mm xience prime stent. A 3.0x12mm xience xpedition was implanted as treatment. On (B)(6) 2016, the patient visited a hospital for chest pain and a cardiac echocardiogram was performed without positive results. Medication was prescribed. Later that same day, the patient experienced chest pain again and was transferred and subsequently admitted to the hospital. The chest pain improved; however, elevated troponin was noted. While in the emergency room, st elevation was confirmed; however, no myocardial infarction was diagnosed. An emergency coronary angiogram was performed. The 3.0x8mm xience prime stent in the ramus coronary artery lesion was 75% re-stenosed. The proximal edge of the xience xpedition stent was 99% re-stenosed. A non-abbott stent was implanted as treatment for both re-stenosed stents. On (B)(6) 2016, the patients condition improved and was discharged from the hospital. There was no additional information provided.